Manufacturer narrative:
The autopulse battery ((B)(4)) was returned to zoll circulation for evaluation and was analyzed on (B)(4) 2012. Visual inspection revealed that both head restraints were cracked/split. Archive data exhibited a ua 07 advisory message thereby confirming the reported complaint. One load cell was identified to be faulty. Functional testing was performed and platform passed final test (30:2 and continuous compressions) and qa inspection. Based on the evaluation results, probable root cause attributed to this failure was due to defective load cell module, however a definitive root cause could not be determined for the defective load cell module.

Event description:
It was reported that the autopulse archive file exhibited a user advisory ua07 (discrepancy between load 1 and load too large) message. No adverse patient sequelae was reported. No additional information was provided.